Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the reported incident. A probe check was performed on the device and no anomalies were found as both switches were normal. The teflon pad was inspected and found to be partially detached from the grasping section. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. The device was forwarded to the original equipment manufacturer for further investigation.

Event description:
Olympus was informed that during an therapeutic transvaginal hydrolaparoscopy procedure, the device was replaced and the intended procedure was successfully completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.